Event description:
Customer reported with an issue of instrument channel is broken. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation noted the device biopsy entry was damaged which caused fluid invasion affecting all parts of the endoscope. This report is being submitted for damaged biopsy entry found on device evaluation.

Manufacturer narrative:
Device return evaluation was completed . Device evaluation has confirmed the customer reported issue of instrument channel is broken . Device evaluation service repair noted the biopsy entry is damaged which has caused the entry of liquids affecting all parts of the endoscope. Furthermore, the following findings during inspection were noted on the device: control block --- ks seal ---damaged. Eyepiece -with moisture. Insertion tube -light fiber -with humidity. Insertion tube - image fiber -with humidity. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the forceps opening was damaged; however, it could not be determined whether the fracture was due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.